Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm during operation. The device investigation observed an unexposed cannula damage during testing.

Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing corrosion on multiple internal components and data loss. Without the data, it could not be determined whether the pod generated an alarm and whether the internal tear and leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.